Event description:
The customer reported an abnormal image was observed when the subject device was plugged in. The customer later confirmed that there was no image displayed. There was no harm or user injury reported due to the event. This report is being submitted for the reportable malfunction of no image.

Manufacturer narrative:
E1: (B)(6) hospital. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed. It was observed that the image was flickering intermittently due to faulty cable unit. In addition, service found the device failed water leak test due to faulty cable and the serial plate was faded. Per the legal manufacturer, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that no image occurred due to communication failure caused by cable failure, and it is likely that the cable was broken due to internal flooding. However, a conclusive root cause could not be determined. Additional details were requested regarding the reported event; however, no further information was provided. Olympus will continue to monitor field performance for this device.